Event description:
A 2.25 mm diameter x 18 mm length endeavor resolute drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a distal circumflex lesion. Vessel morphology was reported as moderately tortuous and little calcification with 30% stenosis. The lesion was pre-dilated. The endeavor resolute drug-eluting stent delivery system was inserted in attempt to stent the lesion; however was unable to cross the lesion. The device was pulled back; however when removing the delivery system the stent dislodged from the balloon in the proximal circumflex artery. The un-deployed stent appeared to be trapped within the proximal non-dominant circumflex segment distal to the origin of the vessel from the left main artery. A balloon was inserted into the un-deployed stent and the stent was fully deployed in the proximal circumflex. The target lesion was successfully treated with balloon angioplasty. No add'l clinical sequelae were reported, and the pt is fine, discharged home. Please note that this device is distributed outside the united states, however it is similar to the u.s. Distributed product.

Manufacturer narrative:
Secondary intervention. Results: (dislodgement).